Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 20 mg/ml; 3.2 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2016. It was reported the patient experienced a sudden change in therapy. The patient had two dose increases and continued to have an increase in chronic pain. After several increases in morphine dosing it was decided to perform a dye study. A dye study and roller study were done approximately one week prior to confirm the function on the infusion system and no problems were found with the system. During the study there was no issue with the catheter, there was dye that only came out at the end of the catheter. During the roller study there were no issues with the rollers. They moved perfectly fine. The patient did not have withdrawal symptoms. The patient followed up at the clinic after the study to be seen for further evaluation. It was decided by the pain physician that since the pump was needing replacement in less than 10 months and the catheter was 14 years old that he would replace everything with new. The scheduled replacement date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.